Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump and successfully reloaded the existing cartridge to resume insulin therapy. The customer experienced a blood glucose (bg) level believed to be above 500 mg/dl, specific value was not provided. At the time of the report, the customer had not addressed bg level.